Manufacturer narrative:
Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). Baxter healthcare . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set had cloudy bags when pumping lipids from port 1 and port 2. This issue was observed during compounding. There was no patient involvement. No additional information is available

Manufacturer narrative:
H4: the lot was manufactured from july 06, 2022 - july 07, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.